Event description:
It was reported the patient reported discomfort at the ipg implant site in addition to being unable to enter MRI mode. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.